Event description:
It was reported that the user experienced difficulty controlling blood glucose with episodes of nocturnal hypoglycemia, including a morning reading of 51 mg/dl followed by consumption of a bagel without meal announcement and subsequent hyperglycemia peaking at 231 mg/dl before trending back into range; the user requested additional training on the system. Symptoms included low blood glucose. Outcomes included transient hyperglycemia following treatment of hypoglycemia, without hospitalization, ketone testing, or external medical intervention. Investigation included troubleshooting and education with assignment for additional training. Investigation of this case revealed the cause of hypoglycemia to be unclear, with no device alerts or alarms reported. It was concluded that the event involved hypoglycemia with an undetermined cause.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.